Event description:
The patient contacted animas alleging that the pump was intermittently rebooting for the past month and also reported a short battery life with pump. The patient informed animas customer support (cs) that the pump last self-rebooted on day of call and that he has had to replace the battery every couple of days. At the time of the call, the patient reported a blood glucose of 437 mg/dl; however, denied having symptoms of nausea, vomiting, chest pain, or shortness of breath. At the time of troubleshooting, the patient informed cs that while attempting to replace the pump's battery, the battery cap's threads broke off . The patient confirmed he had not replaced the pump's battery cap for over 1 year. The patient confirmed no visible damage to the pump's casing or battery cap prior to day of call to animas. The patient's blood glucose reading does not meet animas' criteria of a serious injury. However, this complaint is being reported because the alleged issue with the pump rebooting remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 10/14/2013 with the following findings: a review of the pump¿s history showed no evidence of power issues. There was no data from the reported power issue date due to the pump information being overwritten from continued use. There was no damage found to the battery cap or battery compartment. The battery cap was able to attach securely to the pump. The battery cap height and width was found to be within specifications. During testing, the pump powered on with no alarms occurring. The pump was exercised for 24 hours with no alarms or power issues occurring. The pump was opened and no damage was found to the power circuit.